Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump became stuck on the cgm menu screen after unlock, with the back arrow unresponsive and the cartridge and alert icons inaccessible unless the device remained locked; the user was attempting to change supplies, the device was charged, and the user declined to let the battery deplete for a software update. Symptoms included no adverse clinical effects and no impact to blood glucose management. Outcomes included the user discontinuing pump use, switching to multiple daily injections, and continuing cgm use through the dexcom app or receiver. Investigation included remote troubleshooting review, collection of a user-provided video of the behavior, and arrangements for device replacement with instructions to shut down the device and return it. Investigation of this device revealed a screen navigation and input responsiveness malfunction on the pump user interface that prevented normal operation. It was concluded, based on previously established findings for similar reports, that the cause was a device software or user interface malfunction.